Manufacturer narrative:
The e21 after battery change and memory was erased due to faulty c13 on ib. Pump passed idle current test, run current test, self test, off no power test, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test, displacement test and rewind test. Pump received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had an error alarm and restarted. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.